Event description:
Bed was found in repair area with note stating "head section not working." No injury reported.

Manufacturer narrative:
Technician found bed in repair area. Head section not working. Replaced the manifold to resolve this issue.